Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to redundancy. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Two other spectranetics devices (tightrail sub-c rotating dilator sheath and a 13f tightrail rotating dilator sheath) were used during the procedure. While the 13f tightrail was in use, the blades stopped actuating and could no longer be used. A cook medical evolution dilator sheath was then used to successfully complete the procedure with no reported patient harm. During device evaluation on (B)(6) 2023, it was discovered that the blades of the 13f tightrail were in an extended position, exposing the blades past the distal outer band of the device. This report captures the 13f tightrail with extended and exposed blades, potential for harm.

Manufacturer narrative:
Patient's date of birth unk. Device evaluated by MFR: crepitation was observed along the distal 3 inches of the tightrail's shaft, and the shaft did not hold shape set. The blades were slightly extended beyond the distal tip and appeared to be concentric with the outer band. Wrinkles (1 3/8 to 1 3/4 inches from the distal tip) were noted in the outer jacket, indicating shaft herniation. The handle halves were separated, and the inside was observed to be clean and free of biologics. The driveshaft was unable to be manually actuated and the inner shaft was herniated. When the device was held vertically with the distal tip up, the inner shaft partially extended out of the proximal end of the outer shaft, indicating a break in the inner shaft. This failure has been determined to be design related. The herniated shaft was likely caused from force that transferred to the shaft, as a result of significant biologics present along the distal 3 inches of the tightrail. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.